Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Device history record batch record file number 37014488 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the raw material used for the (B)(4) units released in january 2024. Summary of investigation a picture was transmitted for investigation. No sample, nor x-ray picture, were returned for investigation. - picture review: the picture shows an access port housing without any catheter. No defect is visible. Root cause without the complaint sample or x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Conclusion without the sample and x-ray pictures for evaluation, it is not possible to determine the root cause of the catheter disconnection. However, it is worth noting that: - the batch history record has not revealed failure during manufacturing process, -no other similar complaint was reported on this access port batch, catheter disconnection is a known complication for which the complaint rate remains low (B)(4). No other corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
Two months after implantation, when the patient went to the hospital for maintenance, it was found that the catheter had separated from the housing. After removal, a new one was implanted, and the sample had been destroyed by the hospital.